Event description:
It was reported that during beginning of a photoselective vaporization procedure of the prostate, the fiber did not heat up and broke. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the fiber had a proximal circumferential fracture and not a fiber tip break as the glass/metal cap were confirmed to be present/attached. In addition, initial functional nehe test did not identify any breaks along the fiber body. Although the fiber tip was found to be present, the reported event is confirmed based on the proximal circumferential fracture finding. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the leaser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Per the reported event, there was no patient harm due and device history record confirmed that the fiber met performance specification prior to release. It is unlikely that the identified proximal circumferential fracture could cause patient harm if it were to recur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria based on the clarified event as analysis results did not identify any breaks/separations along the fiber body and/or tip. Device history record (DHR): a review of device history record confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the tip under a microscope identified a circumferential fracture proximal to the output window. Use of the control knob would rotate the fiber independently from the glass tip and metal cap. The glass cap exhibited mild devitrification at output window. The metal cap exhibited severe charred debris adhesion on surface, indicative of prolong tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not reveal any breaks along the fiber body. The aim beam was seen glowing inside the metal cap, proximal to the output window. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during beginning of a photoselective vaporization procedure of the prostate, the fiber did not heat up and broke. The procedure was completed with a second fiber without clinical consequences to the patient.